Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained ventricular oversensing due to far field p-wave oversensing and lead noise were observed. The lead was explanted and replaced to solve the event. The patient was in good condition post-procedure.